Event description:
On (B) (6) 2009, pt transferred to our facility for pci of first diagonal. Lesion treated with 2.0x6 flextome, and 2.25x8 taxus liberte atom monorail. Discharged on (B) (6) 2010, on asa and plavix. On (B) (6) 2010, returns to outlying facility with stemi. Transferred to our facility for emergent cath/pci. Films reveal 100% occlusion of proximal lad adjacent to and including ostium of previously stented diag 1, thrombus present. Plad dilated with 2.5x15 apex. Diag 1 dilated with 2.5x12 apex. Plad further dilated with 3.0x15 apex using kissing balloon technique. Final films reveal 0% residual stenosis and brisk timi iii distal flow in both vessels. Medicated with asa, plavix, angiomax, and reopro. Discharged (B) (6) 2010, on asa and plavix.